Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer¿s blood glucose (bg) level was 495 mg/dl and the bg level was addressed with a bolus via the pump. A new cartridge was successfully loaded to address the event. Additionally, it was reported that the customer ate a 32 carbohydrate breakfast and stated that after bolusing, the bg level did not lower. The customer reported a bg level of 575 mg/dl for this event and the bg level was addressed with a bolus via the pump. The customer reported being under a lot of stress as the customer had a heart valve replacement.